Event description:
The customer reports that the device fails the output test during the shift check and did not discharge. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device fails the output test during the shift check and did not discharge. There was no reported pt involvement. Philips repair bench evaluated the device and confirmed the complaint. The therapy pca was replaced to resolve the complaint. All performance assurance tests passed and the device was returned to the customer for use. We will consider this a malfunction of the therapy pca that caused the device to fail during the output test.